Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Unit passed self-test. No unexpected low battery or off no power alarms noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
Customer reported to have received a battery out limit alarm. Customer's blood glucose was unknown. While customer was receiving assistance in clearing battery out limit alarm, customer received a button error alarm. Customer was advised that insulin pump would need to be replaced.